Event description:
Customer complained about replacement pump getting too hot and has resulted in a red spot/burn on their right breast.. Customer has not confirmed being prescribed medication yet. Customer complaint reported from us.